Manufacturer narrative:
During initial visual examination of the returned blood pump, an air cushion was detected between membrane layers. The pump was then disassembled for further testing and the membrane layers were individually examined. In the air-side layer of the triple layer membrane a leakage was detected. The leakage was located along the rolling radius of the stabilization ring. The blood-side layer and the middle layer were found to be intact. Graphite agglomerates were detected between the membrane layers. The thickness of the air-side layer and the adjacent layer was re-measured at the defined points. The thickness of the individual layers at all defined points was found to be within specification at the time of the re-measurement. In the area around the leakage, the thickness profile of the air-side layer was also found to be within specification at the time of the re-measurement. The cause of the leakage in the air-side layer was most likely graphite abrasion between the layers. This caused increased friction at points, which finally led to the defect in the air-side layer and the middle layer of the triple-layer membrane. As a result of this defect, air got in between the membrane layers and formed an air cushion in the membrane interstices, causing the reduced pump performance (incomplete filling and emptying).

Manufacturer narrative:
The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2020 until (B)(6) 2020 (213 days). We have reviewed the production records of the excor blood pump, s/n 1920209. This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. A detailed investigation report will be provided as soon as it is available.

Event description:
Berlin heart was contacted by the clinic to report a suspected membrane defect in the excor blood pump of a patient supported in the lvad configuration. The affected blood pump was exchanged in the clinic by trained personnel. The exchange was performed without complications and the patient is doing well.